Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the debris between the distal end (c-body) and the forceps riser could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that debris was found stuck between the distal end (c-body) and the forceps riser. The technician assessed the condition but could not determine the cause of the failure. There was no patient involvement.